Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional/modified information was received on 02-feb-2024. Summary: the adverse event term "new subarachnoid blood products along the left sylvian fissure and frontoparietal convexity" was updated to "new subarachnoid blood products along the left sylvian fissure." The adverse event term "new subarachnoid blood products along the left sylvian fissure and frontoparietal convexity" was entered as a new adverse event, however, there were no changes that would suggest this was a new event, as the start date, site and sponsor awareness date, and pi¿s assessment of the event remains the same. Therefore, this additional/modified information did not require changes regarding the reportability determination nor coding. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study ((B)(6)), a patient of unknown age, sex, and medical history (subject (B)(6)) presented with an unknown stroke type on an unknown date. On (B)(6) 2023, the patient experienced the adverse event of ¿new subarachnoid blood products along the left sylvian fissure and frontoparietal convexity,¿ which became known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed the event as not serious, mild in severity, and as possibly related to the study device, not related to the large bore catheter, and probably related to the primary surgical procedure. This event was not medically treated, and the outcome is recorded as ¿recovering/resolving,¿ with no end date listed. At the time of this review, no information other than the adverse event, has been entered into the clinical database, the crf.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section d4. The product catalog and lot number is not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii study device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device used, as the device performed as intended. The adverse event of ¿new subarachnoid blood products along the left sylvian fissure and frontoparietal convexity,¿ was assessed by the pi as possibly related to the study device and probably related to the primary surgical procedure; therefore, the correlation between used device to the event cannot be ruled out. Since a subarachnoid hemorrhage is considered a serious injury, this event does meet us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 23-may-2024. Summary: regarding the adverse event of ¿new subarachnoid blood products,¿ outcome: "recovering/resolving" was updated to "not recovered/not resolved." Adverse event term: "neurological decline" was updated to "progression of index stroke." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, b5, d1, d2a, d4, d4, g3, g4, g6, h2, h4, h6 and h10. Section b5: additional information was received on 23-jan-2024. Summary: per the additional information, the procedure was started on (B)(6) 2023 at 22:23 and ended on (B)(6) 2023 at 01:09. During the procedure, an embotrap iii 5 mm x 37 mm ((B)(4)) was used. Additional information was received on 24-jan-2024. Summary: per the additional information, the patient¿s baseline neurological status was said to be ¿mrs 0¿ (mrs score of 0-no symptoms). The event did not lead to prolongation of hospitalization; the patient was discharged on (B)(6) 2024 with a nihss score of 2 and a mrs score of 2 (slightly disabled). It was also reported that there were no study device deficiencies; ¿hard cancer clot required multiple passes around a genu/curve.¿ the event likely occurred ¿from the multiple passes with stent retriever.¿ the physician¿s opinion on contributing factors to the event was said to be ¿multiple passes around a curve requiring 5 stent retriever passes resulting in straightening of vessel.¿ the device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.